Manufacturer narrative:
An analysis of the complaint sample was not conducted because the complaint sample was not returned for investigation. The device history record and manufacturing process was reviewed, and inspection report shows that no specific manufacturing yield issue were reported similar to the reported complaint condition. Quest medical will continue to monitor complaints for trends.

Manufacturer narrative:
Quest medical has not yet completed its investigation of this device. A supplemental report will be filed at the conclusion of this investigation. Quest will continue to monitor complaint trends for this complaint condition.

Event description:
The report received states that the mps console unit froze during a case. There was no delay in the procedure and no patient complications occurred.